Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted minor scratches on the case but no further anomalies. The device passed automated electrical testing. The pulse generator case was removed and internal visual inspection noted no irregularities. A review of the device memory noted one high v2p2 count, a decrease and recovery of battery counts, and a battery depletion error occurring in (B)(6) 2019. Detailed analysis confirmed there was an intermittent high current drain thus confirming the reported clinical observations. The cause of the intermittent high current drain could not be determined. The device operated normally during analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.